Manufacturer narrative:
No physical sample was returned for eval. The customer provided photos of the actual device that was used on the pt. According to the photos provided a partial drain with double perforation can be observed, the drain is broken and appeared to be used. During the visual eval of the photos, a drain break was confirmed; however, the exact part of breakage could not be determined, apparently the drain broke off on one of the drainage eyes. The complaint is confirmed for the reported issue with an unk root cause. The lot number is unk therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that 7 days following a spinal surgery, the drain was removed from the pt. Upon removal, the doctor noted some resistance. Once the drain was removed it was found that a portion of the drain remained in the pt. The pt was taken back to the operating room to have the broken piece of drain removed. Per add'l info received, the pt had l4 and l5 laminectomies with excision and evacuation of granulomatous mass in the lumbar canal on (B)(6) 2014. On (B)(6) 2014, the surgeon was removed the drain, 6 inches of the drain was removed; however, resistance was met and the drain broke. The broken /portion of the drain remained in the pt's wound. The pt required a second surgery on (B)(6) 2014 to have the broken piece of the drain removed. The broken piece of drain that was retrieved from the pt's wound was approx 2.5 inches long. The pt is stable but had a cellulitis at the wound site. The wound then had some healing issues that required a surgical debridement. No perforations were made in the drain. The drain was sutured to the skin which was clipped at the time of removal.